Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial# (B)(4)) not powering on was not confirmed. The system was turn on several times and powered up without any issues and passed self-test. The system console performed properly as intended. During visual inspection, no physical damage observed on the thermogard xp ivtm system. The system console passed all the functional test and it is ready for ivtm therapy use.

Event description:
As reported, during intravascular temperature management (ivtm) therapy, the thermogard ivtm system (serial# (B)(4)) made a popping noise and then the console turned off and would not power on. Another thermogard system was used to complete ivtm therapy. No known impact or consequence to patient information was provided.